Event description:
When inserting the cap onto the pedicle screw, the hex tip of the instrument broke after applying torque. All the pieces were removed from the patient. This was part of an l4 to s1 fusion. Reference MFR # 3005180920-2014-00101.